Event description:
(B)(6) / I purchased these cgms from cvs I am a type 1 diabetic. I been having multiple problems with the freestyle libre 3+ and I even ended up going to the hospital on march 11th due to collapsing from low blood sugar and the cgm was not working properly and had failed so I did not know my blood sugar which led to incident. The quality of these sensors is very poor even when they do work half the time the sensor is off by over 20% and it's putting my health and safety at risk I hope you take action against abbott before they can hurt more people from making faulty products.